Event description:
A customer contacted beckman coulter (bec) reporting that a cartridge chemistry (cc) sample probe leak in the unicel dxc 600i synchron access clinical instrument. The fluid leaked from the cc sample probe and down onto the reaction wheel cover drip tray. The customer stated that the leak occurs when the instrument is stationed at idle. No instrument flags or error messages alerted the customer prior to discovering the cc sample probe leak. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the wash collar was "spitting" but not leaking. The solenoid vacuum valve was replaced which resolved the issue. The fse verified system performance. Bec identifier for this report is (B)(4).